Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No insulin pump heating up or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received blank screen display. The blood glucose was unknown at the time of the incident. After performing troubleshooting of the blank display, the display was blank less than 30 seconds. Customer states display is blank currently. Customer advised to disconnect the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.